Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and insulin injections were administered to address the bg level. The customer thought that the insulin was expired. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.